Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple contact attempts were made by tandem technical support to obtain a release date from the ICU; however, the customer did not respond.